Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that the lure connectors of the aspiration line came off during surgery. The surgeon tried to reconnect it but was unsuccessful. The product was exchanged and reconnected the same handpiece to complete the procedure with no harm to the pt.